Manufacturer narrative:
The complaint that the chair drove twice by itself with the customer in the chair could not be duplicated by the dealer. The device was not returned and no return is expected. Based on available information the underlying cause could not be determined. If more information is received, the decision will be reevaluated.

Event description:
The dealer stated the chair drove twice by itself with the customer in the chair. The dealer stated the patient started to fall out of the chair but was caught prior to hitting the floor.